Event description:
The following information was provided: this pi is for the hip case robot report to having issues with registration. Blade registrations and check points. Cuts were examined to be off on knee - hip registration was off. Case type / application: tha 5.0. Mps reported issues registering the robot. Performed a full pm procedure. All tests passed and the system is ready for use. Update: the initial case happened thursday 3/19. After the patient was in postop an x-ray was taken and it was found that the cup and augment was not where the surgeon had expected. The patient was rescanned that night and we performed another mako hip surgery the next day to correct placement of the cup and augment.